Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 rv lead, implanted: (B)(6) 2009; 507652 ra lead implanted: (B)(6) 2004; 694765 rv lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds. It was also reported that the right ventricular (rv) lead exhibited high, out of range, and fluctuating superior vena cava (svc) and rv defibrillation impedance. Impedance spikes were also present on the svc portion of the rv lead. The left ventricular (lv) lead was also noted to be experiencing a rise in thresholds. The leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient experienced a syncopal episode. Right atrial (ra) lead high thresholds continued to be observed. The right ventricular (rv) lead exhibited a confirmed fracture. The left ventricular (lv) lead thresholds had risen and were now high. Transient loss of capture was also noted on the lv lead. The ra, rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.